Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side removal as "capsular contracture," baker grade not specified . The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening, fold creases, to be underweight. A microscopic analysis was performed which identified some stress marks, a curved striated opening on the radius side assessed as some surgical damage and an extended sharp opening with localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact. A curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Some information contained in this report was previously submitted via emdr manufacturer report number 9617229-2021-03694. All available information has been consolidated into this report. Device evaluation: visual analysis of the returned device identified: extended opening and fold creases. Weight measurement identified device was underweight. A microscopic analysis was performed which identified: stress marks, a curved striated opening on radius side assessed as surgical damage and an extended sharp opening with localized stresses induced in radius side assessed as surgical impact (a dimension measurement in the shell was performed which identified the thickness within specification). Based on the device analysis the final assessment is a sharp opening with localized stresses induced assessed as surgical impact and a curved striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional confirmed capsular contracture, baker grade IV, and a rupture.